Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 480 mg/dl. Customer's other blood glucose value was unknown.the customer was treated with manual injection. Customer reported that she cant complete the load process in her pump and she's trying to replace the reservoir and set.when she press and hold the center button for load nothing happens.customer did not receive complete status with next highlighted on the screen.the device was expected to be returned for analysis.